Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
Allegedly, during a knee procedure, the isolating of the distal end of the probe was melting. The tip felt instable afterwards. Furthermore, it was observed that the isolating scratches when it comes in contact with the optic. In some cases, it was noted that little articles were broken off.